Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a 2000e product was not available for investigation; and the lot number was not provided in this instance. The feedback provided by the customer indicates a complete occlusion was detected during use of the smartsite device; however, no further information was available to assist the investigation. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Please note, previous complaints for occlusions and flow restrictions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.

Event description:
It was reported that the bd alaris¿ smartsite¿ needle-free valve was clogged and wouldn't push the saline through during use. The following information was provided by the initial reporter, translated from chinese: "when the nurse replaces the needle-free airtight infusion joint, it cannot push the prefilled normal saline, and has to replace the needle-free airtight infusion joint again, causing waste."